Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to apparent atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred outside of an isolated episode, and therapy was not exhausted. The patient presented to the emergency department in atrial fibrillation and was recently taken off sotalol medication. Further review from the electrophysiologist was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information received indicates that this ICD delivered inappropriate atp and electric shocks due to apparent rvr. In addition, it appears that the rhythm was accelerated to ventricular fibrillation (vf) and it was terminated with the fourth electric shock. No out of range measurements were observed. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to apparent atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred outside of an isolated episode, and therapy was not exhausted. The patient presented to the emergency department in atrial fibrillation and was recently taken off sotalol medication. Further review from the electrophysiologist was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information received indicates that this ICD delivered inappropriate atp and electric shocks due to apparent rvr. In addition, it appears that the rhythm was accelerated to ventricular fibrillation (vf) and it was terminated with the fourth electric shock. No out of range measurements were observed. The device remains in service. No additional adverse patient effects were reported. Further review of the available electrogram (egm) of the episodes indicates the patient rhythm was accelerated to vt and not vf due to the morphology of the arrhythmia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to apparent atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred outside of an isolated episode, and therapy was not exhausted. The patient presented to the emergency department in atrial fibrillation and was recently taken off sotalol medication. Further review from the electrophysiologist was recommended. The device remains in service. No additional adverse patient effects were reported.